Manufacturer narrative:
Upon receipt, item will be forwarded to manufacturer for analysis, MFR, in another country.

Event description:
Dr. Performed lap chole using gk384r. Metal "l" tip from monopolar fell of during procedure. X-ray of patient performed. L tip not located in x-ray. Surgery prolonged 1-2 hours. Requested copy of medwatch report, but did not receive.